Event description:
A report was received that the patient underwent a revision procedure wherein the lead extensions and a lead were explanted for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
No further information can be obtained by bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead extensions and a lead were explanted for unknown reason.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead extensions and a lead were explanted for unknown reason.